Event description:
Procedure type: right thoracotomy and resection. Pt gender: unknown. According to the reporter: staplers were placed over bronchus, manual pin place, jaws closed, instrument fired, bronchus cut, gun removed. No staples were present on the ends, only a couple of staples in the middle (handles were locked back). Pt had to be reoperated on. Sutures used to close. No pt injury was reported. Pt status ok.